Manufacturer narrative:
During device testing at intuvie a review of the device¿s serial number history did not identify any similar complaints. The complaint was confirmed. The probable cause was determined to be a component failure. The power filter module was replaced, and the ground resistance test subsequently passed with a measured value 0.038 ohm. A CAPA was initiated to investigate the root cause of ground resistance test failures. Reference to complaint # (B)(4).

Event description:
During device testing at intuvie, the pump failed the ground resistance test, measuring 0.158ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.